Event description:
It was reported that patient was not heating on the arctic sun device. Nurse stated that the arctic sun device was getting a lot of alarms on it and did not know what's going on. The target temperature was 33c, the patient temperature was 36.5c, the water temperature was 15.8c and the flow rate was 0 l/min. Nurse reported that the arctic sun device had an alert 01 (patient line open) and an alert 02 (low flow). Patient weighed 60 kg. Nurse stated only 2 small arctic gel pads were in place on abdomen. Mss informed that the arctic gel pads came with 4 arctic gel pads (2 chest pads and 2 thigh pads). Nurse stated the package only came with 2 arctic gel pads. Mss explained that 4 pads are needed for therapy to be effective. Therapy was stopped and the arctic gel pads were emptied. Nurse obtained and placed 1 universal pad and 1 small pad to patient's thighs. Therapy was restarted. The patient temperature was 36.2c, the water temperature was 7.7c and the flow rate was 0 l/min. Another arctic sun device was readily available and was switched out. While on hold for the nurse to switch devices, mss could hear the arctic sun device turn on and someone said that they had a flow rate. Mss called the clinical manager and informed of the flow rate and pad selection. Recommended to follow-up with the account.

Manufacturer narrative:
The reported event was confirmed as use related. No sample was returned for evaluation. The failure was caused by the misuse of the product. The root cause of this failure is "use of incomplete set". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. Correction: h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient was not heating on the arctic sun device. Nurse stated that the arctic sun device was getting a lot of alarms on it and did not know what's going on. The target temperature was 33c, the patient temperature was 36.5c, the water temperature was 15.8c and the flow rate was 0 l/min. Nurse reported that the arctic sun device had an alert 01 (patient line open) and an alert 02 (low flow). Patient weighed 60 kg. Nurse stated only 2 small arctic gel pads were in place on abdomen. Ms&s informed that the arctic gel pads came with 4 arctic gel pads (2 chest pads and 2 thigh pads). Nurse stated the package only came with 2 arctic gel pads. Ms&s explained that 4 pads are needed for therapy to be effective. Therapy was stopped and the arctic gel pads were emptied. Nurse obtained and placed 1 universal pad and 1 small pad to patient's thighs. Therapy was restarted. The patient temperature was 36.2c, the water temperature was 7.7c and the flow rate was 0 l/min. Another arctic sun device was readily available and was switched out. While on hold for the nurse to switch devices, ms&s could hear the arctic sun device turn on and someone said that they had a flow rate. Ms&s called the clinical manager and informed of the flow rate and pad selection. Recommended to follow-up with the account.